Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found insertion tube was worn. Connecting tube has a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope, had no image issue. The issue was found post endotracheal intubation (after the procedure) during bedside cleaning. The procedure was completed using the same device with no delay and the patient was not under sedation. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result damage to the charged coupled device (ccd) due to user handling. The event may be detected/prevented by following the instructions for use which state: ¿inspection of the endoscopic image¿. ¿inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. ¿ do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result¿. Olympus will continue to monitor field performance for this device.